Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022, and confirmed that this device was not previously returned for servicing and there were no production failures that correlated to the customer-reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had failed. A field service engineer shut down the station and removed the back panel. The fse then removed drawer 6, which was a full-height cubie drawer. After replacing the inseparable latch, the drawer was reinstalled, the back panel was locked, and the station was powered back on. Functional testing was performed in both the hardware test application and the medstation application, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.